Event description:
It was reported that a high drain 107 alarm occurred on a homechoice (hc) machine during drain seven. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The caregiver (cg) stated that the home patient (hp) did not feel overfilled during the previous therapy. The technical service representative (tsr) explained the alarm and arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. The device passed electrical and functional testing. External and internal inspections were performed and the device passed. The pneumatic system was tested and found to be working to specifications. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.